Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was successfully completed with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. No device was returned for evaluation. However, photographic evidence was reviewed and confirmed that the threaded plate tack broke in the middle of the threads. The device history records were reviewed and no issues were identified that could have contributed to what was reported. Based on the available information, it is possible the device broke due to impact with another device in the bone or was subjected to additional forces or bending stresses. The case was successfully completed with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.